Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected sodium (na+) result was obtained from a single patient sample processed using vitros chemistry products na+ slides lot 4218-1101-9460 on a vitros 5600 integrated system. The assignable cause of the event is unknown. Based on historical quality control results, a vitros na+ lot 4218-1101-9460 performance issue is not a likely contributor of the event. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros na+ lot 4218-1101-9460. Although diagnostic precision testing was not performed on the vitros 5600 integrated system, an instrument issue was not a likely contributor to the event as the instrument had shown acceptable historical performance leading up to the event. There was no evidence indicating that the instrument malfunctioned. Pre-analytical sample processing could not be ruled out as a contributing factor as the customer was not following the sample collection device manufacturer¿s recommended centrifugation protocol. Improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a non-reproducible, higher than expected sodium (na+) result was obtained from a single patient sample processed using vitros chemistry products na+ slides lot 4218-1101-9460 on a vitros 5600 integrated system. Patient sample result of 201.0 mmol/l vs an expected result of 129.0 mmol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected patient sample result was reported outside of the laboratory, however the physician questioned the result and no treatment was administered or altered. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).